Manufacturer narrative:
To date the incident devices have not been received for evaluation. If the devices are received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension. On (B)(6) 2015 the patient had an infrarenal aortic extension implanted to treat a type 1a endoleak. On (B)(6) 2017 the physician identified aneurysm sac growth and the suprarenal aortic extension had fallen out of the neck into the aneurysm causing a type 1a endoleak. The physician elected to explant the devices. After explanting the devices the physician observed a tear in the main body and a crown separation of the suprarenal aortic extension. The patient is reported to be in stable condition post procedure.

Manufacturer narrative:
At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events; stent migration of the vela cuff (second aortic cuff), sac growth, fabric breach of the first aortic cuff (with progressive stent cage dilation of 68%), stent cage dilation of the main body stent (40%) near the superior stent margin without an overt endoleak. However clinical was unable to find substantial evidence to support the following; final patient disposition of stable. This assessment was based on the reported event and cumulative knowledge informed by past assessments of similar complaints. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device has not been received for evaluation, therefore a sample evaluation was not completed. The most likely cause of the compromised stent graft integrity, loss of seal and stretched fabric, and material separation of the initial suprarenal cuff was strata material in combination with the intentional user error due to the off-label aortic neck anatomy and use of an aortic cuff two sizes larger than the main body stent. The revision of the system two years earlier, a cautionary product use condition, might have exacerbated the loss of fabric integrity. No procedure-related issues/harms were determined. Associated clinical harms for this device failure included: type ia endoleak; type iiib endoleak; device fragment [crown not explanted]; sac growth; and, a surgical conversion/explant. Medical records indicated that the patient was discharged on the ninth post operative day, but patient status was not disclosed. The final patient disposition was reported to be stable and there has been no reports of further negative patient sequelae. The most likely cause of the compromised stent graft integrity of the main body stent was strata material in combination with a consequential stent cage dilation and loss of overlap of the initial suprarenal cuff. The revision of the components two years earlier, a cautionary product use condition, likely exacerbated the loss of fabric integrity. Also, the intentional user error (oversized cuff) likely contributed to the device failure. No procedure-related issues/harms were determined. Associated clinical harms included: type iiib endoleak of the main body (subclinical); and, sac growth. Ultimately, this patient underwent a successful surgical conversion/explant procedure. Medical records indicated that the patient was discharged on the ninth post operative day, but patient status was not disclosed. The final patient disposition was reported to be stable and there has been no reports of further negative patient sequelae. The most likely cause of the stent migration of the infrarenal cuff could not be determined. It was unclear whether this component migrated first, causing the suprarenal cuff and main body stent to progressively fail, or, whether the progressive failure of the suprarenal cuff caused the infrarenal stent to migrate. Contributing factors included the off label aortic neck anatomy, and the oversizing of the initial aortic cuff (intentional user error). No procedure-related issues/harms were determined. Associated clinical harms included: type ia endoleak; and, sac growth. Ultimately, this patient underwent a successful surgical conversion/explant procedure. Medical records indicated that the patient was discharged on the ninth post operative day, but patient status was not disclosed. The final patient disposition was reported to be stable and there has been no reports of further negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to (B)(4). Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system. (B)(4).